Event description:
It was reported that there were chips in the reservoir compartment of the insulin pump. The customer stated that they noticed the damage about six to eight months ago but were not sure how the damage had occurred. They stated that the device might have fallen out of their pocket. The customer's last blood glucose was 66 mg/dl. But the customer reported recent low blood glucose of 32 mg/dl. The customer did not want to perform troubleshooting for the low blood glucose; instead they wanted to replace the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and the excessive no delivery tests. However, the device had broken reservoir tube lip, cracked case at all of the display window corners, cracked battery tube threads and cracked belt clip slot.